Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI: (B)(4). A metal impactor was returned for evaluation. Visual examination of the returned product identified the tip to be fractured. The device was sent for further analysis. The analysis identified the fracture artifacts indicate bending overload failure. The device has 2 years of field service age. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenosphere impactor tip fractured while impacting the glenosphere. A humeral head impactor from the primary tray was used instead. There was no patient injury reported. Attempts have been made and additional information on the reported event is unavailable at this time.